Manufacturer narrative:
Third party analysis was conducted and found the femoral hip stem was in varus and there were lucent lines in zone 4 and 5. A malpositoned hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. There was a pedestal. There also was a lucent line in zone 1 of the acetabulum. Based on the provided data the reported loosening could be confirmed. However, due to the insufficient data it is not possible to render an opinion on the cause of the reported loosening and the subsequent revisions surgery. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6), regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet UK received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2009 due to aseptic loosening.